Manufacturer narrative:
The event of unknown cause of patient death was reported. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-51651 related manufacturer report number: 2017865-2023-51712 related manufacturer report number: 2017865-2023-51713 it was reported that the patient expired due to heart and kidney failure. There was no clear information on whether the implanted products contributed to the patient's death.